Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 31, 2020. Device evaluation summary: a manufacturing record evaluation (mre) was performed for the finished device number 7648220, and no non-conformances related to the reported complaint were identified. During visual evaluation of the sample, a crease was found on the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent breast augmentation revision with a 455cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture post procedure. As a result, bilateral prosthesis replacement with 650cc mentor memorygel breast implants was performed on (B)(6) 2020.